Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the minicap transfer set and a titanium adapter. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There were no issues with the titanium adapter; therefore the titanium adapter remained in use. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Correction to d4: catalogue #: changed from 5c4483 to 5c4482. Additional information added to g4: PMA/510k # or bla #: k152675. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer returned a sample with product code 5c4482 for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.